Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that during the implanted after placing this right ventricular (rv) lead the pace impedance measurements were high and out of range. After changing the lead position several times the values remained high thus a non boston scientific lead was used. No adverse patient effects were reported. Should the rv lead be returned analysis will be completed and this investigation will be updated.

Event description:
It was reported that during the implanted after placing this right ventricular (rv) lead the pace impedance measurements were high and out of range. After changing the lead position several times the values remained high thus a non boston scientific lead was used. No adverse patient effects were reported. Should the rv lead be returned analysis will be completed and this investigation will be updated.

Manufacturer narrative:
This report is being filed to correct the the model number.

Event description:
It was reported that during the implanted after placing this right ventricular (rv) lead the pace impedance measurements were high and out of range. After changing the lead position several times the values remained high thus a non boston scientific lead was used. No adverse patient effects were reported. Should the rv lead be returned analysis will be completed and this investigation will be updated.